Event description:
A malfunction alarm coded as malf 12 was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. The issue was resolved by providing the customer with instructions to reset the pump, which successfully resolved the malfunction, allowing the customer to continue using the pump. The customer was advised to contact technical support again if the issue recurred.